Event description:
It was reported that a spectrum pump display system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. The software was upgraded to correct this issue per the approved remedial action activities.